Event description:
It was reported that the ilet device came apart as if it had unglued, without being dropped, and a replacement was arranged. Symptoms included no injury. Outcomes included no medical intervention or hospitalization. Investigation included customer interview and logistics review. Investigation of this case revealed a suspected enclosure delamination or adhesive bond failure of the device housing without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing-related adhesive or mechanical integrity issue of the device enclosure.